Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope had a detached distal end cover. There was no patient involvement.

Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the cysto-nephro videoscope had a detached distal end cover. Based on the results of the investigation, the most likely cause component failure due to degradation as a result of wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.